Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, this event occurred in the emergency room. However, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery on channel b. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not reproduced during product evaluation. This condition was caused by a defective pumphead module on channel b. The channel b pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).